Event description:
It was reported that the hv lead impedance was out of range. The lead was replaced. Lead insulation damage was observed during explant.

Manufacturer narrative:
The reported anomaly was confirmed on the partial lead return. Visual inspection found insulation abrasion at 21.3 cm and 22.3 cm from the connector pin. The etfe insulation of the rv cable was damaged at 21.3 cm from the connector pin. A burn mark was noted on the rv cable. The abrasions observed are consistent with insulation abrasion caused by friction to the ICD can.